Event description:
It was reported that the explanting facility discards explanted devices; therefore, no product analysis can be performed.

Manufacturer narrative:
Analysis of programming history.

Event description:
Programming history was reviewed on (B)(6) 2015. Data is available from (B)(6) 2014, the date of explant. The history shows that the device was interrogated on (B)(6) 2014 and was at a neos battery status with settings indicating that the device had reach an end of service status with device disablement as it is designed to do. The programming history indicates that the report of a failure to program was mistaken and was confirmed invalid.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the vns patient explanted generator could not be interrogated so the replacement generator could not be programmed back to previous device settings. Attempts for additional relevant information regarding the failure to program event will be made.